Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2020-00164.

Event description:
The user facility reported that the physician attempted to insert the device into the insertion sheath, but the physician could not insert because of a kink at the tip of the insertion sheath. The physician replaced the device with another device. The same kind of issue happened to the second device; the physician could not insert the device into the insertion sheath because of a kink at the tip of the insertion sheath. The physician did not used the second device and replaced it with a competitor's product to continue the procedure. Subsequently, hemostasis was successfully completed. The estimated blood loss was less than 250cc. There was no health damage for the patient. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was on the right common femoral artery. The vessel diameter is unknown. There were no other devices for equipment used with the reported product.